Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) lead exhibited reduced r-wave amplitude and low pacing impedance. X-ray confirmed a lack of slack on the rv and atrial leads and micro dislodgement on the rv lead. The rv and atrial leads were explanted and replaced. The patient was stable.